Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) due to 319 errors. Isi received the usm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed/replicated reported communication errors 319/26002. The usm generated the error 319 on clock spring assembly during start-up in normal mode. Fa swapped out fiber cable and the error did not occur. As soon as the original fiber cable was installed, the usm triggered the fault. As a fix, the clock spring harness assembly will be replaced.

Event description:
It was reported during a da vinci-assisted rectopexy procedure the surgical staff encountered a non-recoverable 26002 error on arm 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and noted that the system was power cycled and powered back on with a recoverable 319 on arm 2. The system event logs were reviewed and it was confirmed the error 319 pointed to a possible issue with the universal surgical manipulator (usm) 2. Then the tse had the reporter hard power cycle the system and emergency power off (epo) the patient side cart (psc). The system powered on, but the error 319 returned on usm2. The site disabled usm 2 and proceeded with the case using a 3 arm set up. There was no reported patient injury or harm. Isi completed follow up with an isi clinical sales representative (csr) and confirmed that the procedure was completed robotically using arms 1, 3 and 4 with no patient injury or harm.